Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom false downstream occlusion alarms. The eval found that the downstream sensor readings with a fluid filled set loaded were above spec, and that the downstream pressure plate gap was below spec, which are both known contributors to the reported symptom. The downstream tubing guide assembly and downstream sensor were both recalibrated to correct this condition.

Event description:
It was reported that a spectrum infusion pump falsely alarmed downstream occlusion. Any pt involvement, injury or medical intervention is unk.